Manufacturer narrative:
Investigation of the fluid path found a tear on the exposed portion of the soft cannula, causing fluid to leak out. When this damaged occurred could not be determined. The exact cause of this damage could not be determined. It could not be conclusively determined if this damage contributed to the reported event.

Event description:
It was reported the patients blood glucose level rose to 257 mg/dl while wearing the pod between 36 and 48 hours. As treatment, the patient activated a new pod and continued treatment.